Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to unspecified reasons. The device has not been checked after activation as the doctor is on leave. A patient outcome was not reported.